Event description:
It was reported that prior to a photoselective vaporization of the procedure procedure, after the fiber was opened and plugged into the console it would not work and would not fire. It was noted that there were no issues during unpacking or preparation of the device. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient. The fiber was returned and analysis identified a circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.

Manufacturer narrative:
Analysis of the returned fiber did not confirm the reported fiber failure to operate. However, analysis did identify devitrification and debris adhesion during technical analysis suggesting fiber usage. In addition, the fiber had a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Analysis also identified a circumferential fracture at the proximal side of the fiber/cap fusion zone and the outer flow tube was damaged. A distal circumferential fracture has the potential for forward firing. Excessive manipulation during procedure probably contributed to the identified fracture. According to the device instruction for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the identified facture.